Manufacturer narrative:
The cobas ampliprep instrument manual contains the following information relating to the safe and proper use of the instrument: personal protective equipment: be sure to wear appropriate protective equipment, including, but not limited to, safety glasses with side shields, fluid resistant lab coat, and approved disposable gloves. Wear a face shield if there is a chance of splash or splatter. The instrument manual also indicates the waste reservoir, which was dropped at the customer site, only collects reagent tip wash, and by design the reagent tip does not come in contact with potentially infectious sample material. The safety data sheet (sds) for the wash reagent liquid indicates that the wash is not a hazardous substance or mixture.

Event description:
A customer in the us reported a laboratory technician had cobas ampliprep instrument liquid waste splash into her eyes. The cobas ampliprep instrument automates preparation of samples for quantitative or qualitative nucleic acid testing. The technician was emptying the instrument waste container when it dropped and some of the liquid waste splashed into her eyes. The technician was not wearing eye protective glasses or goggles at the time. The technician flushed her eyes with water for 5-10 minutes and then sought medical attention. The operator had no damage to her eyes but received "anti-viral" medication. Additional details relating to the type of medication and duration of treatment, along with diagnosis, were not provided, although requested.